Manufacturer narrative:
Additional information: d9, h2, h3, h6, h10 analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23241. It was reported that the patient presented for the extraction of the implantable cardioverter defibrillator and right ventricular lead due to infection of unknown etiology. The patient was in stable condition.